Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the multigen radiofrequency generator displayed a temperature error message during a procedure resulting in the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The contract manufacturer was not able to duplicate the reported event. However, they did find that there was a damaged trace on the d12 on the rf amplifier. Based on the risk documentation, this could have caused or contributed to the reported event of the device not reaching the correct temperature. The device was repaired and returned.

Event description:
It was reported that the multigen radiofrequency generator displayed a temperature error message during a procedure resulting in the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.